Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The positioning sensor unit (psu) was replaced. The hardware, software, and instruments then passed the system checkout. The system was found to be fully functional. The hardware investigation of the returned positioning sensor unit (psu) found that the reported event was related to an electrical issue. When connected to a known good system the psu would not power up. Further vendor evaluation found that the customer's description of failure was verified. The unit was not communicating due to a faulty component on the main board. As a result the effected component requires replacement followed by re-characterization as an extended pyramid volume programmed with the firmware as it was received. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Site nurse (B)(6) declined to provide patient information. Device manufacturing date is unavailable. Return requested. Replacement camera shipped to site 06/09/2016. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, using their navigation system optical cranial, recognition failure with the camera occurred. The camera did not power on. It was confirmed that magnetic navigation could be used with head3 with no problem. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.